Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the ar-611-4 uka tibial impactor broke during surgery when attempting to impact/seat the final tibal liner on final tibial implant tray. Both metal impactor and plastic tip of impactor were retrieved. The case was completed by using the secondary impactor.

Manufacturer narrative:
Complaint confirmed, the impactor head was found to be broken. Fragments were not returned. The strike cap was found to be worn due to impaction. The cause is undetermined, however a likely cause of the event is user-applied mechanical forces.